Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during the occlusion test due to faulty force sensor. The motor passed motor test. All buttons functioned properly. No damage in the keypad assembly noted. No button error alarm during testing. No unlocked lcd keypad connector during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.

Event description:
It is reported that a customer received a motor error alarm on the insulin pump. The pt's blood glucose level was at 148 mg/dl. The customer stated that there were no significant events that could lead to the motor error alarm. The customer was advised that he can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to a back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further info was provided.